Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving patient notification alert. Device was found to be in backup vvi mode. Patient had device backup vvi in the past due to leaning over a running motor. Patient denies doing the same again. Device download was performed successfully. Patient was stable.